Manufacturer narrative:
Repair evaluation information was received on 11/13/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed unknown dust contaminant on the top cover, inside the iso port, pca, side panel, right side assembly, blower cap, blower, blower housing, bottom enclosure, air inlet seal, humidifier lower base, heater plate, dry box, flip lid, and water tank. They observed black hairlike contaminant on the right-side assembly, bottom enclosure, dry box, and flip lid. They found evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower cap, blower, blower housing, and flip lid and mineral deposits covering the inside of the water tank. Pil observed degraded foam stuck to the bottom of the blower housing. The manufacturer also observed that the display, when powered on, has vertical lines through it and found evidence of sound abatement foam degradation/breakdown. The manufacturer concludes there was evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms specified. Box d and h was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.